Event description:
The pt was revised due to the stem broke at the distal end of the taper.

Manufacturer narrative:
The investigation has been reopened due to receiving a corrected lot number. Depuy will notify the FDA when the investigation is complete.